Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and adenomyosis ('adenomyosis') in a 30-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced hepatomegaly ("increase in liver size"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen more painful") and disturbance in attention ("decrease in concentration"). In 2010, the patient experienced vertigo ("vertigo"). In 2012, the patient experienced back pain ("lumbago"). In 2019, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain: from the coccyx to the cervical spine"), inflammatory pain ("inflammatory pain: from the coccyx to the cervical spine"), migraine ("migraines"), pruritus ("itching on thigh, back and scalp"), paraesthesia ("tingling on thigh, back and scalp") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomies simultaneously with a total hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, hepatomegaly, abdominal pain, fatigue, disturbance in attention, back pain, arthralgia, inflammatory pain, migraine, pruritus, paraesthesia, vertigo and fibromyalgia outcome was unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, back pain, disturbance in attention, fatigue, fibromyalgia, hepatomegaly, inflammatory pain, migraine, paraesthesia, pelvic pain, pruritus and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): liver function test - in (B)(6) 2005: gamma-glutamyl transferase and transaminase levels regularly. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and adenomyosis ('adenomyosis') in a (B)(6) year old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced hepatomegaly ("increase in liver size"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen more painful") and disturbance in attention ("decrease in concentration"). In 2010, the patient experienced vertigo ("vertigo"). In 2012, the patient experienced back pain ("lumbago"). In 2019, the patient experienced adenomyosis (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain: from the coccyx to the cervical spine"), inflammatory pain ("inflammatory pain: from the coccyx to the cervical spine"), migraine ("migraines"), pruritus ("itching on thigh, back and scalp"), paraesthesia ("tingling on thigh, back and scalp") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (salpingectomies simultaneously with a total hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, adenomyosis, hepatomegaly, abdominal pain, fatigue, disturbance in attention, back pain, arthralgia, inflammatory pain, migraine, pruritus, paraesthesia, vertigo and fibromyalgia outcome was unknown. The reporter considered abdominal pain, adenomyosis, arthralgia, back pain, disturbance in attention, fatigue, fibromyalgia, hepatomegaly, inflammatory pain, migraine, paraesthesia, pelvic pain, pruritus and vertigo to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): liver function test in (B)(6) 2005: gamma-glutamyl transferase and transaminase levels regularly. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.